Event description:
It was reported that the user contacted support with concern about nighttime hypoglycemia while using the ilet system; blood glucose at the time of the call was 102 mg/dl and stable, and the user described occasionally eating a bedtime snack to prevent lows, which was discussed as counterproductive given automated insulin dosing. Symptoms included low glucose. Outcomes included self-treatment with oral glucose and completion of troubleshooting and education. Investigation included user coaching on hypoglycemia prevention and device use. Investigation of this case revealed no device malfunction and suggested user behavior as a potential contributor to perceived risk of nocturnal hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.